Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this hancock ii mitral cinch 31 valve, the valve strut could not fully open after the surgeon cut down the black string. It was reported that the valve holder was fully removed from the valve when this observation was made and all sutures were removed from the valve in an attempt to obtain proper strut opening. It was stated that there was no problem with the valve leaflet. The valve was explanted and replaced with a new valve. No patient complications have been reported as a result of this event.